Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to verify low battery alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected error test and all operating current measurement due to blank display. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No damage inside pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of battery leak from the insulin pump. The customer's blood glucose reading was unknown. The customer reported a low battery. The customer stated that acid leaked into the battery compartment. The insulin pump will be returned for analysis.